Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that "when I made ultrasonography doctor told me that something happening with left implant probably I will have to change it." Additionally, patient reported rupture of the left side. Device remains implanted.